Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit was not functioning properly. There was no patient involvement reported.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by the manufacturer. The visual inspection found the ufp port and monopolar 2 receptacle damaged. The reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A failure was found during the investigation. The ufp port and monopolar 2 receptacle were found to be damaged. The investigation could not determine a root cause or a probable root cause for the damage. The ufp and monopolar 2 receptacles were replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit was not functioning properly and the bipolar was activating on its own. There was no patient involvement reported.